Event description:
It was reported that after reviewal of transmissions by technical services, under-sensing and intermittent loss of capture were observed on the right ventricular (rv) lead. No intervention was performed. No patient status was reported.